Event description:
The customer reported that a patient on a bipap machine coded and was pronounced dead, however, still had a pleth wave showing an sp02 numeric of 97%.

Manufacturer narrative:
The biomed reported that a patient, who was on a bipap machine, coded and was pronounced dead, however, still had a pleth wave showing an sp02 numeric of 97%. Based on the available information, there was no device malfunction or allegation that the device malfunctioned or was a contributing factor in this incident. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.